Event description:
Co's field service rep obtained flat curves with no error code for several specimens while visiting hosp. The controls were in range & the pt results were not reported. The results for the prothrombin time (pt) & activated partial thromboplastin time (aptt) tests are as follows: specimen 1, pt duplicate 1: 16.1 sec, aptt: 53.0sec, duplicate 2: pt: 16.2sec, aptt: 57.0sec. Specimen 2 (same pt) duplicate 1: pt 16.4sec, aptt 47.0sec. Duplicate 2: pt 16.1sec aptt 47.0sec.